Event description:
It was reported that during meniscus repair surgery, t1 and t2 were deployed simultaneously. A backup device was available to complete the procedure with no delay. Both ts were removed from patient. No other complication were reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device intended for use in treatment, was returned for evaluation. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. T1, t2 and suture were returned freed from the needle track. The needle was bent downward and the delivery curve was flattened. The depth limiter was attached and fully retracted. It was slightly pinched. The device still cycled and actuated. The symptoms are aligned with the user having difficulty in reaching desired location. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Complaint history review indicated no similar allegation for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.